Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('metrorrhagia') in a female patient who had essure inserted. The patient's medical history included uterine fibroid. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy.). At the time of the report, the metrorrhagia outcome was unknown. The reporter considered metrorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('metrorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the metrorrhagia and uterine leiomyoma outcome was unknown. The reporter considered metrorrhagia and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: event fibroid uterus added. Reporter and essure implant date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('metrorrhagia') in a female patient who had essure inserted. The patient's medical history included uterine fibroid. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy.). At the time of the report, the metrorrhagia outcome was unknown. The reporter considered metrorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.